Manufacturer narrative:
Consumer posted a review on walgreens.com. No follow up is to be expected with the complaint file and the incident will beclosed internally.

Event description:
Consumer left an online review at walgreens.com stating the home test gave them a negative result, while the test at the doctors office gave them a positive result. Walgreens.com review (B)(6)2021 the home test gave me a negative result, when I had one done through my doctors office, I tested positive. Not sure how accurate these are unfortunately.

Event description:
Consumer left an online review at (B)(6) stating the home test gave them a negative result, while the test at the doctors office gave them a positive result. (B)(6) review on (B)(6) 2021, the home test gave me a negative result, when I had one done through my doctors office, I tested positive. Not sure how accurate these are unfortunately.